Manufacturer narrative:
Gfe response received - updated field(s): describe event or problem other relevant history. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, a leak occurred. The hospital staff called the arrow intra-aortic balloon pump (iabp) helpline, and they concluded that there must be a leak in the iab and it needed to be removed. It was noted that the arrow iabp had also generated a helium leak alarm. The insertion was reported to be axillary, which is not a method described in the instructions for use (IFU). The staff stated that they did not see any blood in the helium tubing and all connections had appeared secure. The hospital staff removed the catheter. A new iab was emergently inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was observed on the catheter tubing and inner lumen 0.5cm from the y-fitting. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. Additionally further investigation observed that the rear tantalum marker had migrated out of place. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was observed at the iab tip. The evaluation confirmed the reported leak. Although we initially found a tip leak and when attempted to reproduce the leak for the sme of engineering the leak could not be recreated. However, the iab tip did leak in our initial evaluation as the photo shows. Therefore, the root cause will be impossible to define. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. A kink was observed on the catheter tubing and inner lumen 0.5cm from the y-fitting. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was observed at the iab tip. The evaluation confirmed the reported leak. Although we initially found a tip leak and when attempted to reproduce the leak for the sme of engineering the leak could not be recreated. However the iab tip did leak in our initial evaluation as the photo shows. Therefore the root cause will be impossible to define. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
Occupation: bsn, rn, ccrn, interim nurse manager. Complete initial reporter name: (B)(6). Initial reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported that after approximately three days of intra-aortic balloon (iab) therapy, a leak occurred. The hospital staff called the arrow intra-aortic balloon pump (iabp) helpline, and they concluded that there must be a leak in the iab and it needed to be removed. The staff stated that they did not see any blood in the helium tubing and all connections had appeared secure. The hospital staff removed the catheter. The insertion was reported to be axillary, which is not a method described in the instructions for use (IFU). There was no patient harm or adverse event reported.